Manufacturer narrative:
The investigation of this event is on-going in an effort to obtain additional information.

Event description:
In the interest of continuous improvement of boston scientific¿s ingevity pacemaker leads, a research effort was started to evaluate the electrical performance of ingevity leads manufactured with platinum anode and the recently launch titanium anode. Analysis included both implant chambers (right atrial (ra) and right ventricular (rv) leads, both active and passive lead fixation) and all standard electrical measures (auto pacing threshold, pacing impedance, and sense amplitude). Stored latitude data was reviewed by boston scientific¿s research and development. Identification of numeric ra/rv pacing impedance measurements that are out-of-range (less than or =200 ohms, greater than or =2000 ohms) or non-numeric ra/rv pacing impedance values (saturated, less than minimum) will be reported to event analysis as potential product experiences. Based on review of stored latitude data for this ingevity lead model number/serial number, the following clinical observation was identified: saturated ra pacing impedance value.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information from the local representative that this device is still implanted and active. The device and lead system is sensing and capturing appropriately so no revision procedure is planned. The physician is aware of the prior out-of-range impedance measurement.